Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
It was reported that one of the digital segments/digits in the display for spo2 is broken. For example, instead of showing 99% it shows 49%. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using batteries; however, led segments on the led digits failed to fully light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The failure was isolated to an open circuit in the system circuit board, resulting in led digits not lighting up.